Event description:
It was reported to us that the door of the tub couldn't stay open because of a broken door strut. No information received indicates any pt involvement.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer arjo hospital equipment (B)(4). Additional information will be provided upon completion of the manufacturer's investigation.